Event description:
The physician performed the pre-close technique with the closer 6 fr. Device before performing a cardiac muscle biopsy procedure. Good mark had been obtained and there was no resistance during insertion of the device. The needles were deployed without problem and both cuffs captured suture successfully. Hemostasis was achieved without problem following the procedure. The patient remained in the hospital for other medical reasons. Two days post procedure, the patient complained of leg pain. It was noted that there was not a pulse at the dorsal metatarsals. An ultrasound and cat scan were performed and confirmed a retrograde dissection 2cm away from puncture site. It appeared the femoral artery had occluded due to thrombus attached to the dissection flap. The patient was taken to surgery emergently and received a 3cm graft to repair the dissection. The exact cause of the dissection is unknown but it is proposed by the surgeon that the foot of the device injured the inner membrane of the artery. The patient remains hospitalized, but not related to this event. There have been no reports of further adverse patient sequelae related to this event.